Manufacturer narrative:
Correction/additional information in: b5, d9 (date), h4, h6 (medical device problem code), h6 type of investigation, findings and conclusions. The device evaluation was completed but inadvertently left out of the prior submission. The device was evaluated by visual and functional testing. There were no issues found that could have caused or contributed to the reported event. The device passed all of the testing, and the reported event was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was clarified that the break was a dark picture which would stay on a few seconds and then turn off. There was no additional information available.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head was broken. The issue was identified during inspection for use. There were no reports of patient harm.